Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) distal conductor fractured; the full lead was returned for analysis. Blood/body fluid was observed on the distal conductor (not obstructed). The outer insulation had breached and cosmetic environment stress cracking and a white substance was observed. The lead was flexed. (B)(4) outer insulation breached esc; the full lead was returned for analysis. The distal conductor was distorted and blood/body fluid was observed (not obstructed). The outer insulation had cosmetic environment stress cracking and it was breached/cut.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the atrial and ventricular leads had high thresholds and low impedance. In addition, the ventricular lead was not capturing. The leads were explanted and replaced. No patient complications have been reported as a result of this event.